Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the o ring inside lip of reservoir compartment was missing and insulin leaked at the reservoir. The customer¿s blood glucose was 141 mg/dl. Troubleshooting steps were provided for insulin pump issue. Customer was reported that they performed self test and the test was passed. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device was inspected and no moisture damage was noted. Device passed displacement test and self test.